Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited a high capture threshold and loss of capture after implant of the cardiac resynchronization therapy defibrillator (crt-d). It was noted a lv threshold test was performed and the lv threshold measurement appeared to be incorrect. Technical services (ts) recommended further testing of the lead. This lv lead remains in service. No adverse patient effects were reported.